Event description:
"It was reported that the patella clamp would not lock. It was reported that the locking mechanism was loose and that the surgeon used his hand to hold the unit in place."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.